Event description:
It was reported that the user experienced rising blood glucose after dinner despite receiving insulin via the ilet system, with only 23 units remaining in the cartridge; a full supply change was recommended and performed by the user¿s caregiver, and follow-up was planned to confirm site viability and glucose regulation. Symptoms included hyperglycemia. Outcomes included no need for additional assistance and no medical intervention or hospitalization. Investigation included user-led troubleshooting and an infusion set and supply change to address a potential delivery issue or site viability concern. Investigation of this case revealed that the hyperglycemia had an unclear cause, with potential contribution from low remaining insulin and possible infusion site or delivery issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.